Event description:
The pt was complaining of pain. There was a hot spot on the superior portion of th cup which showed up on the CT scan indicating that the cup had loosened. The surgeon had to revised the cup and the liner. MFR ref #: 3005180920-2014-00186.